Event description:
The technician alleged that the bed will not go into trendelenburg position. No patient impact.

Manufacturer narrative:
The technician found the circuit board was causing the issue. The technician replaced the circuit board to resolve the issue.